Event description:
It was reported during procedure, the guidewire was removed from the microcatheter and soaked in saline. When the physician attempted to use the guidewire again the shaft separated 50cm from its proximal end. The procedure was completed with the use of another similar guidewire. The pt suffered no adverse effects as a result of this procedure.

Manufacturer narrative:
Device MFR date: unk as lot # not disclosed. (B)(4) shaft separation.